Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 258 mg/dl and treated with manual injection. During troubleshooting, the customer was able to get insulin to exit the device. Customer stated the insulin pump did not alarm no delivery with manual prime. Customer advised changing the reservoir resolved the issue. The reservoir will be returned for analysis.